Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Worseinnig heart failure and thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient initially showed evidence of volume overload on exam with abdominal and peripheral edema and elevated jugular venous distension (jvd). Despite mildly elevated filling pressures, patient continued to have persistent shortness of breath and abdominal bloating. On (B)(6) patient developed a new left-sided deficit, upper extremity greater that left extremity and left-sided droop and aphasia, despite therapeutic partial thromboplastin time (ptt). Stroke code was called, and patient was transferred to intensive care unit (ICU) for further monitoring. Patient was transferred back to the wards after about 24hrs. Neurology suspected cerebral vascular accident (cva) was due to small embolus. Speech therapy evaluated and cleared him for a regular diet with thin liquids. Strength continued to improve daily, working with physical therapy (pt) and occupational therapy (ot). Cardiac rehab was suggested by pt, so a referral was placed. At discharge pt/ot recommended outpatient ot referral and cardiac rehab. Follow-up with neurology handled by neurology team. Outpatient and cardiac rehab scheduled for patient. Neurology follow up on (B)(6) 2016 patient has improved remarkably since symptom onset. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further stated that on (B)(6) 2016 a computerized tomography (CT) did reveal a new right-sided lacunar infarct in the corona radiata. Also, a transesophageal echocardiography (tee) revealed no thrombus in ¿laa or raa¿. The ventricular assist device (vad) remains implanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. This complaint is associated with a clinical adverse event, no device malfunction was reported; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files were not available for analysis. Of note, it was reported that the tee did not reveal any evidence of thrombus. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.